Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been difficult insertion into the artery due to insufficient insertion angle. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that after the treatment of the left iliac via a retrograde approach, the angio-seal device was used for hemostasis. When the procedure sheath was removed from the patient and the angio-seal assembly was attempted to be inserted into the artery, there was resistance and the patient complained of pain. After making additional incision at the puncture site with a scalpel, the assembly was somehow inserted into the artery. However, swelling was observed at the puncture site. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient had peripheral vascular disease. The patient was on heparin. The physician commented that there was significant resistance when inserting the assembly. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. Health damage for the patient was not serious. The patient recovered. There were no other devices or equipment used with the reported product. Additional information was received on 10aug2023: multiple sticks were not performed. Procedure was not a high stick. Posterior wall was not punctured.